Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had hematoma in the device pocket. The patient also had an infection. The entire system was explanted. No additional adverse patient effects were reported.